Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm every third day, ongoing, route not reported) and intraperitoneal injection of fortum (1 gm each bag, ongoing, frequency not reported) for the event. At the time of this report, the remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.